Event description:
Ventilator tubing was disconnected to re-position ng tube. Upon re-connecting the ventilator tubing, the ventilator did not ventilate the patient, was reading connect patient and the screen locked. The ventilator did not alarm.